Event description:
Additional information received. It was reported the patient was still having concerns regarding her device or therapy, and is working with her doctor or manufacturer representative. The patient had a scheduled appointment on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3387s-40, lot# v327567, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was efficacy declined with time. There were no abnormal impedances. Patient experienced symptoms include increased tremor. Reprogramming was performed on (B)(6) 2012, and the programming changes led to good and improved tremor control. Hospitalization was not required. Patient will follow up for repeat programming if needed.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated that therapy had been working on and off the previous couple of months. The patient's hands shake and her speech was affected. The patient had not checked to see if the stimulator was on. Additional information has been requested, but was not available as of the date of this report.